Event description:
The facility reported a fail code 16:310 during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep. Stated that there were no reports of pt injury or medical intervention.